Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3587a, lot# l36346, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3587a, lot# l36346, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type:extension. (B)(4).

Event description:
It was reported a week prior to this report, the patient's implant started to fall over and lie on it's side, like a table. The patient had lost 100 pounds. The implant site was hurting and had pain. The patient got kicked in her back at the implantable neurostimulator (ins) site before and had kidney damage as well, possibly from the kicks to her back. The patient did not have a battery for the patient programmer (pp) to check ins status. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.